Event description:
During a surgical case the heat therapy pad began leaking water. This is an ongoing problem that has been reported numerous times brfore. The pad leaks water resulting in the pt getting wet.